Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2366-70, serial number: (B)(4), batch/lot number: 5000934, model/catalog description: linear 3-6 lead 70 cm.

Event description:
A report was received that the patients leads had moved in the occipital area. The patient underwent a lead revision procedure wherein one lead was additionally implanted. The patient was doing well postoperatively.